Event description:
It was reported that the ilet pump intermittently stopped charging unless repositioned on the charging pad, and the user sometimes needed to remove and reseat the pump to resume charging; this was characterized as a charging problem associated with the battery charger. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed a power source problem related to the battery charger consistent with a charging problem, while device logs showed the pump reaching full charge and achieving multiple days of use. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.